Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on friday with blood glucose level of 470 mg/dl. The customer¿s blood glucose was 405 mg/dl at the time of the incident. The customer¿s current blood glucose was 335 mg/dl. The customer experienced symptoms like vomiting. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The customer was assisted with self test and test was passed. Assisted with performing the hp test. Test was passed. The insulin pump will not be returned for analysis.